Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a pink display screen. This report is made based on results of investigation completed on 09/27/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/27/2014 with the following findings: the battery compartment was observed to be cracked between the bumper pad and the cover. The display screen had a pinkish contrast. The returned battery cap was able to fully attach to the pump and was used to complete all testing. The black box indicated a time and date reset event had occurred within 3 minutes of powering the pump off. The pump was exercised for 24 hours; the battery was then removed for 6 hours and then reinserted. The time and date was observed to have reset to 12:00am (B)(4) 2007, which indicated that an internal clock battery malfunction had occurred, and was confirmed by a visible inspection when the cover was removed. (B)(6).